Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma-late.

Event description:
Physician reported left side capsular contracture baker grade IV, "presence of liquid content in the left breast of unknown etiology, fluid accumulation, and radial folds". Device remains implanted.